Event description:
It was reported that the patient presented remotely via a home monitoring system. It was noted that noise leading to oversensing was observed on the right ventricular (rv) lead on remote transmissions. The rv lead was explanted and replaced. A physician's concern was made whether the implant technique used was resulting in more noise or if there was a higher prevalence of noise with abbott leads.